Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased threshold and noise were seen on the atrial lead. The patient was not symptomatic. The lead was capped and replaced on (B)(6) 2016.